Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. The device's battery had depleted to end of service levels. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
The implant date is unknown.